Event description:
It was reported that the device was used during a hemorrhoidectomy. The patient was returned to the or two days postop (03/24/2008). Unknown at this time what exactly has occurred.

Manufacturer narrative:
Information anticipated, but unavailable at this time.